Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00363 on 12-aug-2020. Additional information (03-feb-2021): siemens further investigated the reported software behavior. The default factor conversation factor is 1. Siemens determined that the customer changed the conversion factor from 1 to 1000 using a lab manager account. The cause of the event is unknown because instrument files were not available to further investigate the software behavior. The customer stated that the conversion is now reporting the correct concentration value. Section h6 of the MDR was updated to reflect the additional information. The instrument is performing according to specification. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens and reported this software behavior. Siemens is investigating this issue.

Event description:
The customer reported that the reporting units for the cardiac troponin I (tni-ultra) assay changed from pg/ml to ng/ml on an advia centaur xpt instrument when samples were running on the instrument. The conversion factor was also changed from 1000 to 1. The customer indicated that several patient results with incorrect reporting units were reported to the physician(s). The physician(s) questioned results that did not match the clinical picture of the patients. There are no known reports of adverse health consequences due to this behavior.